Event description:
Complainant alleged that while attempting to defibrillate a pt during open-heart surgery, the device displayed a "defib pad short" message and failed to discharge via internal handles. Complainant indicated that the clinician attached the same internal handles to another device to continue treating the pt. Complainant indicated that there was no adverse effect to pt due to the reported malfunction. The device was subsequently tested at the facility's biomedical department and the malfunction was unable to be duplicated.